Manufacturer narrative:
H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical problem with the laptop 1200 ventilator. The magnetic resonance-conditional ventilator shipped with a magnetic cable support bracket on the portable backup battery unit. There is no indication on the bracket, battery, ventilator, product packaging, or otherwise that the mr conditional equipment contained the magnetic bracket. The bracket, along with the ventilator which was in-use on a patient was pulled into the MRI (magnetic resonance imaging) machine's bore opening. Furthermore, there was no patient harm reported associated with the event.

Manufacturer narrative:
D4: corrected model#, g4: PMA/510k. The supplemental report has corrected model# to 18888-201 and PMA/510k to k083688.